Manufacturer narrative:
(B)(4). Batch # m5275u. The analysis results found that the sr75 cartridge was received with the doghouse damaged and with no instrument. The reload was received unfired, and the swing tab in the locked position. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is being used. Please reference the instruction for use for more information. No functional test could be performed due to the condition of the cartridge. The batch history record was reviewed and no protocols or ncr related to the complaint were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic radical resection of esophageal carcinoma procedure, the cartridge could not be reloaded on the device. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.